Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump declared multiple malfunction alarms. There was no reported the blood glucose level. Tandem technical support (cts) instructed the customer to reset the pump. The customer indicated they would reset the pump and would continue to use the pump for insulin therapy.